Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated she has not felt stimulation for the past 2 days. Patient stated she is getting the settings not available message when she tries to increase stimulation on both groups that she has. Patient service specialist redirected the pt to contact the hcp to schedule a rep appt and pss is sending an fyi message to the field regarding patient call. Additional information was received from the manufacturer representative (rep). It was reported that pt could not increase stim and upon meeting and interrogation contact 0 shown as out, do not use contact 0. The rep reprogrammed around contact 0. The manufacturer representative (rep) indicated they would send any further information as they become aware.